Event description:
New information received indicated that the patient presented to the clinic and programming changes were made. Provocative testing was undertaken, and no lead noise was observed. Lead function is stable and within normal limits. The patient will be monitored remotely.

Event description:
New information received indicated that additional programming changes were made. The patient will be monitored remotely. No lead revision to be performed at this time.

Event description:
New information received indicated another occurrence of noise. A lead revision was discussed but has not been undertaken.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely viamerlin.net transmissions with non-sustained ventricular oversensing. Egms showed noise on far field and near field contributing to vf counters. The patient did not receive any inappropriate therapy. Programming changes were discussed. The patient was stable.